Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion message when no occlusion was present, which was reproduced while running an infusion. During the evaluation, the downstream pressure plate gap was found out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump displayed the downstream occlusion message when no occlusion was present. Any patient involvement, injury or medical intervention is unknown.